Event description:
It was reported that during central processing, the 8mm monopolar curved scissor instrument was observed to have a broken conductor wire. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the distal end. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was not related to the opening and closing of grips or the yaw/pitch motion. There were no visibly protruding cables at the distal end. The black cable was completely broken. The issue was found during central processing. No signs of thermal damage were observed.

Event description:
Refer to h11 for follow-up information.